Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and arranged at another time. The philips remote service engineer (rse) examined the system onsite and confirmed that the c-arm geometry movements were unavailable. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found c-arm propeller and c-arc direction cannot move, bodyguard was active and requested onsite support. The philips field service engineer (fse) went onsite, checked the system and found an issue with the joystick module and ordered a new geo. The fse disassembled the housing and replaced geo module, but it was defects on arrival, and it was not brand new, and it cannot precisely control the c arm movement, leading to another unrelated part move at the same time. To resolve the issue, fse cleaned and repaired the old geo module switch contact point. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.